Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-aug-2029, UDI#: (B)(4), implanted: (B)(6) 2026, explanted: unknown, product type lead g2. Foreign: jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported that although the exact cause had not been clearly identified, a high impedance value over 40000 ohms occurred due to lead fracture. It was suggested that because the patient was very active, stress may have been applied to the lead during daily activities possibly resulting in lead fracture. Reprogramming was performed using the electrode without fracture and another lead. The system had currently recovered to a condition in which it could be used without issues; however, a slot was reserved for (B)(6) 2026 in case replacement becomes necessary as a precaution. The issue was not resolved. No symptoms were reported, and there were no health hazards.